Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh implantation to treat pelvic organ prolapse and stress urinary incontinence. Due to mesh retraction and pain the patient underwent mesh excision on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of a cystoscopy and perineorrhaphy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal scarring. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.